Manufacturer narrative:
Analysis of the returned lead sc-2317-70, serial (B)(6) revealed it was cleanly cut into two pieces approximately 44.5 centimeters from the proximal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Additionally, microscopic and x-ray inspection revealed multiple cables were completely broken 2 centimeters from the set screw mark of the clik x anchor, at the bent/kinked location of the lead. There were no exposed cables at the fracture location. The lead becomes kinked after it exits the clik x anchor resulting in the reported complaint. However, it had previously been noted on a non-reportable complaint record, that during the original implant procedure, the distal end of the lead was stuck inside the clik x anchor. Visual inspection of the returned lead revealed that the top seven electrodes were separated from the distal end. The cables were exposed at the damaged portion of the lead. It appears that the lead was strongly pulled during the attempted removal of the clik x anchor. Based on the instructions for use (IFU), the lead should be wet with additional sterile water if needed. Therefore, engineers concluded the lead and clik x anchor most likely were not well lubricated as exposing the lead to excessive tensile force when it needs to be lubricated can cause this type of damage. Visual and functional analysis of the returned ipg sc-1232, serial (B)(6) revealed normal device characteristics. During a four-hour charging cycle, the output monitoring of electrode channels e8 and e16 used on the latest patient program showed that the stimulation remained on without any interruption. Current leakage test verified there was no loss of electric current, and residual gas analysis confirmed that the case was intact.

Event description:
It was reported the patient experienced a decrease in pain relief, and high impedance measurements were observed on the leads. Reprogramming attempts became difficult when the number of high impedance readings increased. Additionally, the patient began to experience an increase in pain when the implantable pulse generator (ipg) reached two bars of charge on the remote control. The patient then underwent a revision procedure where the lead and ipg were replaced.

Event description:
It was reported the patient experienced a decrease in pain relief, and high impedance measurements were observed on the leads. Reprogramming attempts became difficult when the number of high impedance readings increased. Additionally, the patient began to experience an increase in pain when the implantable pulse generator (ipg) reached two bars of charge on the remote control. The patient then underwent a revision procedure where the lead and ipg were replaced. Additional information was received that both leads were removed.

Manufacturer narrative:
Visual inspection of the returned lead sc-2317-70 serial number (B)(6) revealed that the top fourteen electrodes were separated from the distal end. Electrodes three through sixteen were not returned. The cables are exposed at the damaged portion of the lead. The damage is a result of a typical explant procedure, and it is not considered a device failure. An electrical test could not be performed due this damage to the lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. A labeling review was completed and revealed electrical shorts, or open circuits are known inherent risks of use with the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: (B)(6).

Event description:
It was reported the patient experienced a decrease in pain relief, and high impedance measurements were observed on the leads. Reprogramming attempts became difficult when the number of high impedance readings increased. Additionally, the patient began to experience an increase in pain when the implantable pulse generator (ipg) reached two bars of charge on the remote control. The patient then underwent a revision procedure where the lead and ipg were replaced. Additional information was received that both leads were removed.

Manufacturer narrative:
Correction to follow-up 2 MDR in block b5, and follow-up 3 in block h11.

Event description:
It was reported the patient experienced a decrease in pain relief, and high impedance measurements were observed on the leads. Reprogramming attempts became difficult when the number of high impedance readings increased. Additionally, the patient began to experience an increase in pain when the implantable pulse generator (ipg) reached two bars of charge on the remote control. The patient then underwent a revision procedure where the lead and ipg were replaced.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 513709.

Event description:
It was reported the patient experienced a decrease in pain relief, and high impedance measurements were observed on the leads. Reprogramming attempts became difficult when the number of high impedance readings increased. Additionally, the patient began to experience an increase in pain when the implantable pulse generator (ipg) reached two bars of charge on the remote control. The patient then underwent a revision procedure where the lead and ipg were replaced.